Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 20 mg/dl, and a stroke. The cause of the low bg was unknown. Subsequently, customer was hospitalized. Bg was treated with glucose and consumption of carbohydrates. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however, as a result of the stroke customer suffered memory loss and loss of motor coordination on left side. System check with tandem technical support confirmed the pump was functioning as intended.